Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line was not properly primed prior to the patient being connected. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient line was not primed all the way when the care giver (cg) connected the home patient (hp) to it for automated peritoneal dialysis therapy. The technical service representative (tsr) explained the proper procedures to the cg. The tsr advised the cg to start over with new supplies and assisted with ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.